Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1616c124ej, serial/lot #: (B)(4), ubd: 22-aug-2014, (B)(4); product ID: enlw1616c82ej, serial/lot #: (B)(4), ubd: 15-aug-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an unknown endovascular treatment on (B)(6) 2012. It was reported approximately 6 years post the index procedure during a follow up CT, a type iii separation endoleak was observed. The limbs implanted in both iliac arteries had detached from the main bifurcation stent graft. Intervention was performed the same day with additional of bilateral limb stent grafts being implanted and the event was resolved. Per the physician, the cause of the event was anatomy related; due to deformation of the blood vessel after the initial implantation leading to aneurysm enlargement and eventually the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.